Event description:
Reporter alleged finding the customer sweaty, clammy, and lethargic so, she obtained a hi (greater than 600 mg/dl) blood glucose result on her, using the advantage system. Reporter stated she called 911, the emts arrived in about 30 mins, obtained a result of 36 mg/dl on their system and treated the customer with an IV of dextrose. Reporter stated the customer was taken to the hospital. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.